Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. Customer's current blood glucose was 105 mg/dl. Customer treated their high blood glucose with the insulin pump. It was also found the customer was feeling dizzy, light headed and nauseous from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. It was found the time/date was incorrect on the customer's insulin pump. Customer was assisted with correcting the time and date. Troubleshooting also found the insulin pump did not pass a high pressure test. The customer's insulin pump will be replaced. The customer declined to return the insulin pump for analysis.